Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure this right atrial (ra) lead was an attempted implant, where there had been placement difficulty. It was noted there were high pacing thresholds and loss of capture. The lead was explanted and replaced prior to wound closure. It was reported that there were no adverse patient effects.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position, and the stylet was bend and stuck inside the lead. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. An x-ray was performed with no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported placement difficulty and threshold issues.